Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. (B)(6). A review of device history records for manufacturing revealed no complaint related issues. The investigation of the complained retaining sleeve shows that a part of the thread broke off. We are not able to determine the exact cause of this occurrence. At this point we can only assume that a short mechanical overload caused this damage, this would explain the clearly visible stress marks at the shaft. Further investigation showed conformity of the article in question to the company of specification and no apparent fault of material or manufacturing was detected. No product fault could be detected.

Event description:
After the last screw incision, the surgeon noticed the tip of the screw driver sleeve where it prime locks with the screw was damaged. This was the last screw incision therefore; no consequences to the patient during surgery. This is 1 of 1 report for event (B)(4).